Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2001, and revised in 2008 due to breakage of the ceramic head.